Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture, baker grade iii", "seroma-late", and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; rupture; "peri-prosthetic liquid"; "ganglions in the left axilla."

Event description:
Healthcare professional reported ¿suspected left breast implant rupture", "marked wrinkling of the left breast prosthesis¿, ¿most of the folds filled with liquid¿, ¿left prosthesis compatible with contracture, baker grade 3¿, ¿small peri-prosthetic liquid sheet¿, ¿benign ganglions in the left axilla measuring 14 mm and 15 mm¿, ¿pain¿, and ¿hardening¿. Healthcare professional additionally reported ¿fibromyomatous changes in the body [of the uterus]¿ and ¿hemorrhagic cyst in the right ovary in resolution¿, which is not device-related. The device remains implanted.